Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tubing set was returned to the manufacturer for evaluation. Testing found that the tubing was not secured to the spike and pulled free. Visual inspection noted no visible damage to either unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9735560, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the saline was inadvertently punctured, where the tubing then fell out of the spike shortly after. A second tubing set was used to complete the subsequent procedure. There was no patient present when this issue was identified.